Manufacturer narrative:
This report is being amended to reflect changes. Doctor notes after the fall describe that the patient either tripped or lost her balance while she was walking quickly and fell on her left buttocks. X-ray studies describe a simple, displaced fracture of the medial calcar with a subsided stem. Product compatibility was reviewed with no issues noted. No additional complaints have been received against the manufacturing lot of the femoral stem. With the information provided, it is not suspected that the stem failed to meet specifications; it appears that the patient's fall directly contributed to the event. The device was not returned for evaluation, however a photo is provided which does not give any indications of any out-of-specification condition. Manufacturing documentation was reviewed and found that the device was manufactured in accordance to the zimmer quality procedures at the time of manufacture with no anomalies, nonconformance reports or deviations. The device was used as treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient fell one day after being discharged post operatively from the hospital and fractured her femur.